Manufacturer narrative:
The reported product has been returned and investigation is pending. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is hot while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time charging cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader ncgd180-j2169 has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Black spots were observed on reader screen when reader was powered on. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no issues were observed. Further investigation was conducted, where a visual inspection was performed on the returned reader by using a digital microscope. No anomalies were observed on the pcba (printed circuit board) of the returned reader. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured which was not within the specification range. The abnormalities were observed on the returned battery, and it was observed to charge normally when connected to a charging cable. Off-current consumption testing was performed to check the current draw of the returned reader. The current draw on the returned reader was within specification. Built-in self-test was performed using the reader's software and all results were within specification. The current consumption test was within specification, the reader functioned as intended, and no evidence of smoke, fire or shock was observed during the investigation. Therefore, the issue is not confirmed. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is hot while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.